Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient inspected the sensor site upon sensor removal, observed that the sensor was partially detached and noted that the sensor wire was no longer visible on the device. On (B)(6) 2026, the patient visited their primary care provider due to concern that the sensor wire might still be inside their arm. The patient had an x-ray, which confirmed the presence of the sensor wire lodged deep in the back of the right triceps. The wire was reported to measure approximately 1.57 cm in length. Following the imaging results, the patient was referred to a surgeon, for further evaluation and removal of the foreign body. After reviewing the x-ray images, the surgeon advised that the wire was embedded deeply enough to require surgical removal under anesthesia. On (B)(6) 2026, the patient went to medical center for an outpatient surgical procedure. The patient was placed under general anesthesia. The procedure performed was documented as ¿removal of foreign body from the right triceps.¿ the surgeon successfully removed the sensor wire from the patient¿s arm. The patient was awakened from anesthesia at approximately 12:30 pm and transferred to the recovery room. The surgical site was sutured closed, and no complications were reported. At the time of the report, the patient¿s condition is fine. In the days following surgery, the patient reported that recovery was progressing well, although the stitches felt tight. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) this is 1 of 3 reports of the patient experiencing issues with the same wearable. Please see related record (B)(4)and (B)(4).